Event description:
Customer alleged obtaining discrepant back to back blood glucose results of 212, 150, and 107 mg/dl when all tests were performed within 10 mins on the advantage system. Customer reported experiencing hypoglycemic symptoms of sweating and visual disturbance. Customer self treated by drinking unspecified amount of orange juice, no other reported actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.